Event description:
Hand held electrosurgical pencil was set down on pt during operative procedure. Esu was not energized as no one pressed cut-coag buttons. Unit activated and pt sustained small burn on right thigh which was excised and repaired. The problem could not be reproduced by biomedical engineering dept.